Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the following sections were corrected: d4; d9; h4 visual evaluation of the returned product and provided photos found the stem had punctured through the foil pouch and inner cavity. Additional evaluation found damage to the outer carton that was not initially reported and investigated; however, the damage to the outer carton further confirms transit related damage. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the device packaging, the device was protruding through its packaging and was deemed unsterile. Attempts have been made and additional information on the reported event is unavailable at this time.